Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The cause of death is still unknown. The caller stated that the customer's last recorded blood glucose value was 599 mg/dl on (B)(6) 2016 at 2:54am. The caller stated that the customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensors or not. The caller stated that they would like to keep the insulin pump until the cause of death has been determined.

Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with debris under the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 23.250u; (B)(6) 2016 daily insulin total = 23.150u; (B)(6) 2016 daily insulin total = 21.950u; (B)(6) 2016 daily insulin total = 21.200u; (B)(6) 2016 daily insulin total = 21.375u; (B)(6) 2016 daily insulin total = 21.300u; (B)(6) 2016 daily insulin total = 11.500u. Basal delivery only.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.